Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 700 mg/dl. The customer was unable to troubleshoot at time of call. The customer was advised to do a complete set change as soon as possible. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 700 mg/dl. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was unknown. The customer cause of emergency room visit was high blood glucose and results from test screenings. The customer was treated with insulin ivy. Customer was wearing the pump at time of emergency room visit. Costumer declined to troubleshoot for her high blood glucose.